Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional (hcp) in regard to a patient receiving dilaudid 20 mg/ml at 6 mg/day via an implantable infusion pump. The indication for use (IFU) was not listed. Additional information received indicated the dose of dilaudid was 5 mg/day. It was reported that in either (B)(6) 2015 the patient bumped the site where the pump is implanted in the upper buttock. The site became red, and tense swollen. The patient had a large amount of fluid in the pump pocket. The patient went to the emergency room (ER) where some of the fluid was drained. A hcp withdrew 65 cc of absolutely clear fluid that tested positive for glucose at 167. The hcp was unsure what the fluid was. It was later reported, that a hcp aspirated 75 cc of fluid from the pump pocket. The date fluid buildup started is unknown. The patient is not reporting a spinal headache. The date of fluid aspirat ion was unknown. At a refill on (B)(6) 2016, the patient complained of increased pain, nausea, sweating, and was not feeling well. The pump site was not red, but was very swollen. The site was not warm to the touch. The refill was reported to be normal. The hcp was able to get back what they expected and were able to fill the pump. On 2016-jan-22, additional information was received from a hcp via a company representative. A catheter dye study was performed on (B)(6) 2016. Per the hcp, the catheter was not patent. No dye was able to be put in the catheter, and no fluid was able to be aspirated. The catheter did not look to be disconnected from the pump. The patient was referred to neurosurgery for pump pocket exploration and possible catheter revision. The issue was not resolved at the time of report. At the time of report, the patient¿s status was alive ¿ no injury. The cause and outcome of the event were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the consumer indicated the pump was replaced on (B)(6) 2016.